Manufacturer narrative:
The user did not report whether the device was used for the procedure with foreign material attached. Therefore, the device that was improperly or insufficiently reprocessed may have been used in the procedure. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The watertightness was lost due to damage to the forceps pipe, deformation of the endoscope connector, and deformation of the electrical connector. Due to the deformation of the bending tube, the connection between the bending section and the insertion tube was loose. The adhesive of the bending section rubber was worn. The bending section rubber was dirty. The insertion tube meandered, wrinkled, and the coating was peeled off. The grip unit was dirty and sticky and scratched. The control unit was dirty and scratched. The remote switch, air/water cylinder, universal cord, and endoscope connector were scratched. The suction cylinder was scraped. The up/down and right/left angulation control knobs were dirty. The protector of the universal cord on the endoscope connector side was dirty. Due to the wear of the angle wire, the angulation did not meet the standard value. Due to the wear of the angle wire, the play of the up/down and right/left angulation control knobs did not meet the standard value. The light guide bundle was damaged. The distal end cap was dented. The light guide lens was dirty. The electrical connector was corroded. The elevator control lever was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited (omsi) and found that foreign matter was adhered to the forceps elevator. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by olympus medical systems india private limited (omsi), the user cleaned the forceps elevator with the olympus cleaning brush maj-1534. In addition, the device was sterilized with glutradex 2.45% and disinfected with cetrimid and chlorhexidine gluconate solution. From the device inspection results, it was confirmed that each part of the device was dirty. This can affect the reported event. The exact cause of the reported event could not be conclusively determined. However, since the device was found to be contaminated in each parts due to insufficient cleaning, and the nonconformity was due to handling, the reported event may have been caused by the following causes: -there was a difference between the forceps elevator brushing method performed by the user facility and the method recommended by the instruction manual. -there was insufficient training for user facility staff on how to handle the device according to the instruction manual, perform reprocessing when returning the device for repair, and how to reprocess normally. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, it provides details of the reprocessing method the forceps and around the forceps elevator. In addition, the instruction manual states that the forceps elevator should be checked for foreign objects during inspection for use and that the device should be cleaned when returned for repair. Therefore, it was possible for the user to detect the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.